Event description:
It was reported that the patient was experiencing pain at the ipg site. Surgical intervention took place where the ipg was explanted and replaced. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated.